Event description:
A caller reported an issue where drops of insulin were not visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by guiding them through the process of filling and loading a new cartridge on the pump, which resolved the issue and allowed the caller to resume insulin use.